Manufacturer narrative:
The device was discarded by the hospital. Therefore, an evaluation could not be performed.

Event description:
Pt had pain in right knee. During revision surgery, the surgeon found the polyethylene dislodged from the metal backed patella. The tibial insert showed signs of wear so it was also revised. The devices had been implanted for approximately ten years.